Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient of (B)(4) received knee-tep left side (unknown manufacturer) in 2002. Patient slipped out on ice snow. Fall and distortion of left knee. Fracture of femur, osteosynthesis with help of plate. Since this malposition, pain because of loosening and osteolysis. Because of this he got implantation of new knee prothesis on (B)(6) 2007. On (B)(6) 2011, revision of parts of the 2007 construct and implantation of new tibial components because of loosening and patella (unknown manufacturer - date of first patella implantation seems to be 2002) because of wear.

Manufacturer narrative:
The devices associated with this report were not returned for evaluation. Patient medical records and x-rays were provided for review. Review of the supplied investigational inputs confirmed osteolytic bone, loosening of the tibial component, and wear on the patellar component. With the information provided, it cannot be determined that the complaint is product related. The implant loosening was likely a result of the patient¿s poor bone quality. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.